Event description:
A pump declared an alarm during the load process, and there was no adverse impact on the customer's blood glucose level. Although a new cartridge was loaded using the proper technique, the cartridge alarm recurred. Technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy and informed about storing and returning the pump using a pre-paid label.